Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the suture breaking & bending from swage end, thread also breaking. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/30/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: were there any adverse consequences associated with the patient? No. When were the sutures broke from swage end (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify, during use. When were the sutures bent from swage end (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify, during use. When were the threads broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify---- during use. Please confirm how many devices demonstrated the alleged deficiency? How many sutures broke from swage end? (1-2). How many sutures bent from swage end? (1-2). How many threads broke? (2-3). Did the event occur during one or multiple patient procedures? One. What is the total number of procedures? One. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? No. Could you kindly provide the lot number for each device involved, please? Lot no is unknown. Lot no is unknown & not available. Also, product is discarded therefore cannot sent. Just need replacement for the no of impacted foils. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.